Manufacturer narrative:
One i3 unit and one i3 accessories set were returned for investigation. External visual inspection of returned material revealed exposed wires on the right ang ext cable. A replacement right ang ext cable was used due to exposed wires on the one returned and the unit powered on successfully. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. The cause of the reported event remains undetermined.

Event description:
This report is to advise of an event observed during analysis confirming exposed wires coming from the unit.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.